Manufacturer narrative:
On 15 dec 2015, the r&d project manager performed a visual inspection of the retrieved instrument and commented as follows: the instrument was damaged as described in the complaint. The spring coil breaking may be caused of an excess of torque of the surgical drill used coupled to the instrument. On 21 dec 2015 it was shipped to greatbatch for further investigation.

Manufacturer narrative:
On mar 17, 2016 greatbatch provided the final report of the analysis performed on the involved instrument and commented as follows: visual inspection of the sample found the spring of the flexible shaft is uncoiled by the drill socket. Signs of wear in the form of stretching and displaced material on the ao coupling adaptor indicated that this instrument was heavily used. However, no areas with inclusions or missing material were found that would account for the metal debris reported in the event. The failure mode of the uncoiled shaft may occur if the part is used at an angle or torque that exceeds the specifications included in the IFU provided. In addition, the shaft may also become uncoiled if the drill is not rotated in a clockwise direction during use. In addition, this event could take place after 2 years of use and the involve item was manufactured and shipped to medacta on april 18, 2008 (more than 7 years before the event). No discrepancy were found out through the review of the documentation of the involved lot. No other similar complaint has ever been reported from (B)(6) 2014 to (B)(6) 2016. Considering the numerous areas of surface deformation observed on the retrieved instrument, the cause of the uncoiled shaft malfunction is attributed to wear.

Manufacturer narrative:
On 14 april 2016 it was prepared a final report with the information already submitted in the previous reports. On 11 may 2016 the report was sent to the initial reporter and the case was closed.

Event description:
During the procedure - left total hip replacement - the surgeon chose to place a screw into the versafit cup. Whilst drilling with the flexible drill shaft, the spring coil around the exterior came undone and the interior appeared to have snapped. The surgeon commented on how poor in quality this instrument is. Following the case, the instrument was decontaminated and returned to the warehouse. On (B)(6), we received a phone call from the nurse unit manager of the hospital: the patient returned to theatre on (B)(6) for a hip washout. During this secondary procedure it was noted that some metal debris had been retained in the patient. Unfortunately this debris was discarded so we could not verify if it was from the broken instrument, although this appears likely.